Manufacturer narrative:
Other applicable components are: product ID: 9735843, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. The camera cable was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site received the demo unit and the camera was not receiving power. There was a red light on the power over ethernet (poe). Bypassing the bulkhead resulted in the camera being able to power on. Testing a separate bulkhead resulted in the camera not being able to power on. There was no patient involved.

Manufacturer narrative:
The cable was returned to medtronic for analysis. Analysis revealed that the returned cable was in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No failures were found. If information is provided in the future, a supplemental report will be issued.